Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 219 mg/dl. The customer stated that they got a critical pump error on the pump and can't do anything else with the pump. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board. Unable to verify unresponsive buttons or test bolus wizard due to critical pump error.